Event description:
Asku

Event description:
It was reported that during an implant attempt, the right atrial lead had a sticky abrasion on the silicone of the lead. The lead was not implanted, rather another was used. It was also reported that two leads were attempted in the left ventricle. Neither would capture and both caused the patient to experience diaphragmatic stimulation. Additionally one of the left ventricular leads would not advance further into the vein and it also fell out during the slitting process. Neither left ventricular lead was implanted and bi-ventricular pacing was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and foreign material was found in the outer insulation. (B)(4) the full lead was returned, analyzed and no anomalies were found. However, there was blood/body fluid on the distal conductor (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and foreign material was found in the outer insulation. (B)(4) the full lead was returned, analyzed and no anomalies were found. However, there was blood/body fluid on the distal conductor (not obstructed).